Event description:
The device, with a blue cartridge was used during a lap roux-en-y procedure. The doctor was forming the gastric pouch and on the second vertical firing, the most distal portion of the staple line did not form. The staples did not form on both sides. The staples were crescent shaped. As a result, the gastric pouch was cut and not stapled and was therefore open. The doctor used the same device with another cartridge and cut and stapled the remaining portion that was still open. On left side he did not have enough tissue so he hand sewed this portion. He had an add'l vertical cut to make and he used an ets45 to proceed with the case. There were no pt consequences and the doctor reported that the pt presently seems to be doing very well. The doctor did not wish to return the device for analysis. The rep will be returning one of the malformed staples that came from the area that was not stapled.